Event description:
Additional information received indicates that the ipg was inoperable.

Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient stopped using the scs system since 2013 due to ineffective stimulation. As such, surgical intervention took place on (B)(6) 2021 wherein the ipg was explanted and replaced to access different therapy mode. Reportedly, effective therapy was confirmed post operatively.